Event description:
A laser was needed and use to destroy a left ureteral stone for mr. (B)(6). A 325 laser fiber was for utilization of the laser. However, the fiber broke while in use. Dr (B)(6) called for immediate shutdown of the laser and indicated a need to document this occurrence. Dr (B)(6) was startled when the fiber broke and had to check her hand to make sure it was okay. No visible injury seen. FDA safety report ID (B)(4).